Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years nine months, computed tomography of the abdomen was revealed multiple struts had perforated the wall of the inferior vena cava. At least 3 of the legs abutted the infrarenal aorta. The long axis of the filter was approximately 30 degrees off the long axis of the inferior vena cava. The tip of the filter appeared to touch the anterior wall of the inferior vena cava. The filter was tilted anteriorly and to the right, with multiple legs extending outside the confines of the inferior vena cava. Eventually, after six months and seventeen days, computed tomography was revealed, one leg was identified in the right ventricular wall, and the second was identified within the left renal parenchyma. Two legs had fractured and embolized to the right ventricle and the left kidney in the distant past. Subsequently, after five months and sixteen days, the patient presented for filter removal, inferior vena cavogram was revealed the cephalad tip at the level of the left renal vein, and just above the level of the right renal vein. The expected inflow of unopacified blood was seen from both renal veins. Multiple legs were seen extended beyond the confines of the inferior vena cava. Using bronchoscopic forceps the filter was inspected, the cephalad tip of the filter was successfully grasped with the bronchoscopic forceps and freed. One of the long legs was dismissed completely, and one of the shorter phalanxes was fractured with the distal fragment missed. Again, unopacified blood from both patent renal veins was identified. Spot radiographs and fluoroscopic images demonstrate the leg that was in the heart. On the same day, computed tomography of the heart was revealed a single linear radiopaque foreign body measuring about 30 mm in length present within the right ventricle, compatible with inferior vena cava strut. The most caudal aspect of this foreign body was located within the right ventricle wall and possibly enters the epicardial fat. There was no pericardial effusion. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter tilted, and struts perforated into the mesentery, the aorta and small bowel. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that all of the primary and a portion of the secondary struts extend beyond the wall of the ivc. The patient reportedly diagnosed with cardiac perforation; however, the current status of the patient is unknown.